Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. It was noted that electrician accidentally pulled the optical fiber. The transceiver was replaced and the issue was resolved.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the localizer was not connected. Site reported the electrician had accidentally pulled the optical fiber. There was no patient present when this issue was observed.